Event description:
A hospital nurse reported that a pt received three superficial abrasions from a break in the tape on the bending section of the colonscope. The pt was treated with antibiotics, but an extended hospital stay was not required. The nurse stated that the picture of the three abrasions taken during the procedure, looked like "scrapped knees."